Event description:
This is case 11 of 22 reported to baxter (B)(4) on (B)(6) 2010 by the senior nurse of the (B)(6). It was reported that when opening the minicap extend life pd transfer set with twist clamp, the twist clamp cracked/broke. As a consequence the set started leaking. Therapy was stopped. The patients (patient details were not reported) involved have been on pd therapy for at least 5 years. Reportedly, they're all careful when opening/closing the transfer set. Alcohol-ethanol 70% based disinfectants are used for sterilization of the skin and catheter, titanium adapter and transfer set, not spray, but cotton wool. These disinfectants must be used because the area where (B)(6) is standing is desert and it is very windy and dusty. This method of sterilization has been used for a few years and there were no problems like this before. According to the customer, the problems with the transfer set started in (B)(6) 2010. The exact occurrence date of this particular event is unknown. The exact lot number is unknown. No sample available for evaluation. No clinical consequences for the patients involved have been reported.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.